Event description:
It was reported that the 9800 system had a communication failure and would not boot prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer upgrade kit, hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.